Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
The device was received by the manufacturer for repair with no information. It was determined that a wire was stuck in the device. No contact information was received with the device, it is unknown if there was any patient involvement or adverse consequence associated with the returned device.